Event description:
It was reported that a right ventricular (rv) lead became dislodged. It was also reported that the rv lead had high threshold, pacing failure and intermittent capture, and muscle stimulation of the pectoral major. The lead was explanted and replaced.. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).